Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected insulin flow blocked alarms were noted during testing. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion tests. The pump was received with a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed insulin flow blocked on a recurring basis. The patient's blood glucose at the time of incident is unknown. During troubleshooting insulin would not exit during a prime attempt. The reservoir and tubing were changed but a prime could not be successfully completed. The insulin pump will be returned for analysis.